Manufacturer narrative:
Concomitant medical products- model: 4470, competitor lead; implanted: (B)(6) 2006. Model: unknown, competitor implantable cardioverter defibrillator (ICD); implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed a sudden increase in pacing impedance to a high / undefined level. Additionally, the lead exhibited high threshold, no capture, and noise events resulting in an inappropriate therapy. A lead fracture is suspected. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.